Event description:
The permanent connection part of extension tubing leaked when saline flush was pushed through the tubing where it connects to the stopcock. The tubing never got hooked up to the patient.